Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined.

Event description:
Medtronic (covidien) received information regarding a pipeline flex used during flow diversion treatment of an unruptured, saccular aneurysm in the left superior hypophyseal carotid artery. The aneurysm had been previously coiled with recanalization and growth. It was observed that the distal end of the first pipeline flex shortened after deployment due to catheter manipulation. There was no friction, no attempts at resheathing, device was fully opposed and deployed across aneurysm. A second pipeline flex was needed to cover the neck of the aneurysm. The second pipeline flex covered the neck well. The patient is on dual anti-platelet therapy. The patient woke up, recovered and was discharged from the facility. She was readmitted to hospital four days post procedure. The physician noted that the patient had suffered a parenchymal hemorrhage on the left side very distal to the location of the pipeline flex implant. The patient is still recovering from this event at the hospital. No further information to report is available at this point.